Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up showing decreased r waves on the rv lead. Rv lead replacement was scheduled but patient canceled the appointment. No further information.